Manufacturer narrative:
During further evaluation, it was observed that the device also failed pre-tests for temperature , cutter insertion and lock operation. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During further evaluation it was observed that the reported condition of the device becoming unusually warm was not confirmed. An assessment was performed which found that the bearings were worn out which created a situation where the bearings were no longer in axial alignment which did not allow the cutter to be inserted. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings, nose cone and extension sleeve were damaged, the ball bearings had fallen apart and the missing balls and cage did not exist. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the date of this report and the date received by manufacturer were inadvertently documented as 4/2/2018 on the initial report. The correct date was 4/1/2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.